Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturers representative regarding a patient who was receiving an unknown drug via an implantable pump. It was reported that when the pump catheter and spinal catheter were being connected with the catheter connector, they couldnt be connected. The metal on the part that the catheter is inserted into was bent. The hcp had seen this problem before, and because it happened again, it was commented that this seemed to be happening a lot. The accessory kit was opened and the connection was able to be done without any problems using the connector inside the kit. There were no reported symptoms.

Manufacturer narrative:
Analysis of the catheter, model# 8781, serial# (B)(4), found the distal side of the pin connector to be bent after removing the collet. There was no damage to the collet, lock tab, or detent tabs. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.